Event description:
The customer reported that the surgeon sealed twice on a vessel during a right hemicolectomy and end tones, indicated a completed seal cycle, were heard. The jaws were not moved or opened between activations. The surgeon cut the vessel on the mesentery and it started to bleed. The surgeon had to convert to an open approach as a result.

Manufacturer narrative:
(B)(4). The incident device was returned, evaluated and found to function within specification. Testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. Coviden was unable to confirm the customer's report. Additional questions in regard to the incident have also been asked. If additional information pertinent to the incident is obtained a follow-up report will be submitted.